Event description:
The hospital reported an issue with an intravenous administration set including the model 9526b multiport manifold. The nursing staff reported that the manifold tubing was leaking. There were no patient complications reported as a result of the alleged event. The device lot number was not known and not provided, and additional information is not available. The device was discarded and not returned to the manufacturer for analysis.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.